Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm was depleted batteries. The console was left unplugged for over eight months. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced battery charging issues. No clinical details regarding resolution or patient involvement / condition were provided.